Event description:
When the catheter was positioned at the lesion (location unk), and the physician applied pressure to the balloon, liquid leaked out from hub. The target lesion location is unk. The product looked normal when it was taken from its packaging. The damage was not noticed during prep. The brand of inflation device is unk. When the crack was noticed, it was impossible to complete the procedure with this device. The surgeon removed the delivery system and its relative stent from pt, and used a new catheter to carry out this operation. There was no adverse consequence to the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been rec'd to date. Add'l info will be submitted within 30 days of receipt.